Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump insulin pump had audio issue as well as insulin pump¿s display was flashing. Customer's blood glucose value was 283 mg/dl. The customer was able to troubleshooting. Customer stated that the audio options was set to audio and vibrate. Customer stated that they adjust audio volume to 5, press save, and listen for the beep and they did not hear beeps when audio volume settings were saved. Customer also stated that the screen of was flash white once when goes to unlock the insulin pump. Customer stated that the insulin pump screen flashing when screen was turned on after being in sleep mode. Customer requested to assistance with programming the insulin pump. The device will be returned for analysis.